Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
During the investigation it was noted that the clinical file was provided. Review of the clinical file observed that there were three analyses performed during the event (13/05/2025), two of which a shock was advised. Based on the data file investigation, it was determined that the r series worked as designed and configured, and within the limitations of the technology available. It's important to mention that the device analyze feature should have been discontinued when the patient achieved rosc. The device is configured to automatically continue analyzing as part of the protocol. The device was received at zoll UK for evaluation and passed all testing successfully. This investigation has been closed as device functioned as designed. No trend identified with similar reports.